Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-05474. It was reported that stent damage occurred. The target lesion was located in the calcified right coronary artery (rca). A guide catheter was positioned, then a 2.50 x 32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. It was noted that the proximal edge of the stent was disrupted and flared. Subsequently, a 2.50 x 16 synergy ii was advanced but also failed to cross the lesion and the proximal edge of the stent was also disrupted and flared. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.